Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. No effusion was observed and the patient was in stable condition prior to procedure. Pre-dilatation was performed with a 22mm balloon; "less than perimeter derived as per IFU due to significant calcium." During device preparation, the valve was prepped and loaded per IFU. Approximately 30 seconds post-deployment, the patient lost pressure and circumferential pericardial effusion was identified. Cardiopulmonary resuscitation was commenced and pericardiocentesis was performed. However, the patient passed due to annular rupture. The user believes that the "pre-dilatation balloon initiated the annular rupture followed by the navitor valve deployment."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient lost pressure and circumferential pericardial effusion was identified approximately 30 seconds post navitor deployment. Cardiopulmonary resuscitation was commenced and pericardiocentesis was performed. The patient expired due to annular rupture. Reportedly, the user believed that the pre-dilatation balloon initiated the annular rupture followed by the navitor valve deployment. Information from field indicated that a smaller pre-dilatation balloon was selected due to severe calcific anatomy. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received and medical review, the reported patient death is consistent with procedural condition (annular rupture likely associated with balloon pre-dilatation). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 05 june 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. No effusion was observed and the patient was in stable condition prior to procedure. The annular dimensions of the native valve were perimeter: 77.9mm, area: 464.2mm2, diameter: 20.9 x 28.2 average: 24.6; the aortic valve angle was unknown. Pre-dilatation was performed with a 22mm balloon; "less than perimeter derived as per IFU due to significant calcium." During device preparation, the valve was prepped and loaded per IFU. Approximately 30 seconds post-deployment, the patient lost pressure and circumferential pericardial effusion was identified. Cardiopulmonary resuscitation was commenced and pericardiocentesis was performed. However, the patient passed due to annular rupture. The user believes that the "pre-dilatation balloon initiated the annular rupture followed by the navitor valve deployment."